Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4)

Event description:
This patient was enrolled in the (B)(6) study. Site identified class IV stent fracture during the subject's 2 year follow up visit. The stent was originally deployed (B)(6) 2014. The site noted that they have not treated and do not plan to treat the stent fracture at this time. A review of the 2 year x-ray by the core lab did not report a stent fracture.

Manufacturer narrative:
Images evaluation summary: four cine images from the patient¿s follow-up visit on (B)(6) 2016 were received and reviewed. The cines are of two overlapping stents. The stents are overlapped by approximately one longitudinal stent cell length. Cines 1 and 2 are of the full length of the two overlapping stents. Cines 3 and 4 are of the distal portion of the proximal stent and the full length of the distal stent. There is a gap in the stent profile of the proximal end of the proximal stent documented in the images. Gaps of this nature have been observed when the pseudo-struts separate as a normal result of stent deployment. These separations can appear as a fracture if one is expecting a contiguous structure between each and every bend. These separations can be exacerbated when the stent is deployed in a resistant, irregular lesion. The customer experience of stent fracture after deployment could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.